Event description:
It was reported the insulin pump was squirting insulin during manual prime process. Insulin continued to drip after the motor stops. Customer's blood glucose was 297 mg/dl, has not treated. Troubleshooting was performed. The device did alarm during manual prime and was stuck on preparing to prime loop. Customer's son in law stated customer does not have a back up plan. Customer's son in law was advised to go to local hospital. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. Unable to confirm the alarms. The device was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.